Manufacturer narrative:
Concomitant product : 5076-52 lead implanted: (B)(6) 2004, 6949-65 lead, implanted: (B)(6) 2004. Product event summary: the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the device was approaching elective replacement indicator (eri) and had not been triggered. The most recent battery voltage was 2.92 volts on (B)(6) 2016 and the estimated longevity was 17 months.

Event description:
It was reported that the device had premature battery depletion. The most-recent device check showed five years of longevity and now the device check shows one year. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.